Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right atrial lead was oversensing. There was reprogramming done for the lead to remove the oversensing and the lead remains in use. No patient complications have been reported as a result of this event.